Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. It was then found that the interrogation of the patient's implantable cardioverter defibrillator froze unexpectedly and was unable to be completed. No intervention was performed or reported. No patient consequences were reported.

Event description:
New information received notes that another instance of device interrogation freezing was noted on (B)(6) 2022. The session was ended and reloaded but the problem persisted despite the use of an alternate programmer. No interventions were reported. There were no patient consequences.

Manufacturer narrative:
An event of interrogation problem was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that corrective programming changes were made. No additional patient consequences were reported.